Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. The product is not returning. A lot number was not provided and the specific product serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 device was working and would stop. The harvester had to replace the hemopro 2 extension cable and adapter; as well as the power supply to get the device to work again. The procedure was completed with the same device. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 device was working and would stop. The harvester had to replace the hemopro 2 extension cable and adapter; as well as the power supply to get the device to work again. The procedure was completed with the same device. The hospital did not report any patient effects.